Manufacturer narrative:
Concomitant medical products: 6935m55, lead. 5867-3m, adaptor, implanted (B)(6) 2019. 5086mri45, lead, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) and leads were explanted due to pocket infection. Cultures were taken. Antibiotic treatment was necessary. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
5086mri45 lead, implanted (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.